Event description:
Customer reported a malfunction indicated by malfunction code 16, with no notable events occurring prior. The customer did not provide information regarding whether the issue caused their blood glucose level to exceed 500 mg/dl, stating it was unknown or they declined to answer. The faulty pump, which was still under warranty, could not be reset and would be replaced by technical support. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery until the replacement pump arrived. The technical support team confirmed the shipping address and guided the customer on how to put the faulty pump into storage mode before sending it back using a pre-paid return label, which the customer understood and acknowledged.